Event description:
Patient revised to address loose femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening. Although the reported "possible infection" was not confirmed, infection after approximately 3-years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.